Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor and found sensor retracted at top of sensor base and broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle.

Event description:
The customer's wife reported via phone call that the sensor was malfunctioning. The cannula was shredded. The wire was sticking out. Customer's blood glucose level was 147 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.